Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge and continued using it with the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.